Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-19023. It was reported that a lead fragment was found during patient's ipg implant procedure on (B)(6) 2021. The lead fragment was removed during the procedure and no other complications arose. It is unknown which lead the fragment belonged to so both are being reported on.